Event description:
On 7/12/96 the catheter was inflated prior to cholelaparoscope surgery to check the balloon which appeared intact. Extravasation was noted during the cholangiogram from the balloon site. The balloon had been inflated with air, deflated, and reinflated with normal saline, up to 1cc. The pt returned to surgery on 7/18/96 for repair of a common bile duct tear.